Manufacturer narrative:
Section e3: occupation is patient/consumer. The case was sent to the manufacturer for investigation. There is a low probability of false positives occurring. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. The test does not differentiate between sars-cov and sars-cov-2. Refer to the limitations section of the instructions for use. A false negative may occur when sampling is not performed as described in the instructions for use (IFU). The limit of detection varies depending on the type of test. A negative result may occur due to an insufficient amount of virus in the sample. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported a false positive result with one covid-19 at-home test kit compared to a different covid-19 at-home test kit. On (B)(6) 2023 the consumer performed a covid-19 at-home test and the result was positive with test kit lot number 53k3as1ac1, expiration date 17-oct-2023. On (B)(6) 2023 the consumer performed another covid-19 at-home test and the result was negative with test kit lot number 53k3ab2t11, expiration date 04-jul-2023. Pcr testing was not performed. On (B)(6) 2023 the consumer had a runny nose, scratchy throat, and felt very fatigued. The consumer received no treatment. No other information can be provided. No additional information about treatment and outcome was provided.